Event description:
It was reported that the device was not recognizing the alternating current (ac) adapter and broken pin in the dose cord jack. The customer returned the product for the ac adapter and broken dose cord jack pins, and during physical inspection it was found that the latch lock sensor was not functioning. It was unknown when the issue occurred, and there was unknown patient involvement and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to be unable to boot past error screen. The pump was found to have a latch lock sensor that was not functioning, and the error code was related to the downstream occlusion (dso) sensor seal. After investigation the results indicated a reportable malfunction due to the latch lock sensor that was not functioning. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock sensor and dso sensor seal, updated software, calibrated dso and upstream occlusion (uso) sensor, and reset the pump to standard configuration. The pump passed all functional tests and performed as intended after repair.